Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. Reportedly, the customer did not have back up insulin therapy. The customer indicated that they will consult with their hcp to discuss back up insulin therapy.